Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during an attempt to program the time setting. The customer's blood glucose was 398 mg/dl. The caller did not observe any significant events leading to the alarm. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The caller stated that the customer wanted to bolus after dinner, but the insulin pump would not accept any numbers. They changed the set and found that the insulin pump had reset. Once they reprogrammed the device, the insulin pump alarmed motor error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The unit was received stuck in a motor error loop during the bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to the motor error alarms. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.